Event description:
Report of a patient with post operative lip, tongue and posterior pharynx swelling and dry mouth following use of a lma airway. Patient diagnosed with allergic angioedema and treated with racemic epinephrine, subcutaneous epinephrine injection and discharged with oral benadryl. Symptoms were subsiding following treatment.